Event description:
When removing device, the locking mechanism failed and would not lock.

Manufacturer narrative:
Returned was a single titanium port with attached locking mechanism and catheter segment. A device history record review could not be performed because a device lot number was not available. The complaint, "locking mechanism would not lock", was confirmed. Cause of the complaint could not be determined.